Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. No physical damage was observed. Powered on the device and it did not heat up to set temperature and there also was no water circulation. The root cause was found to be cracked return tube caused water damage to electrical components. Actions were taken to mitigate the reported issue: replaced print circuit board, return tube, enclosure, and heater. A corrective and preventative action has been opened to address the reported issue.

Event description:
It was reported that the device had no circulation and no alarm. No patient injury was reported.